Event description:
It was reported the rf (radio frequency) plug in the programmer has a short. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the head plug needed to be pushed down to get the device to interrogate, it was not shorted but broken loose from the link electronic module (lem) board. It was also noted that the top case handle was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.